Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported inoperable on/off key of the keypad, which was reproduced during evaluation. The cause was determined to be a failing keypad. The front case with the keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the on/off key of a spectrum pump keypad was inoperable. There was no known patient injury or medical intervention associated with this event. No additional information is available.